Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site loaded their exams and powered the system down to move the system to another imaging system. When they powered the system up, it would become unresponsive. Rebooted the system without resolve. Surgeon abandoned navigation and proceeded with surgery. There was a surgical delay of less than one hour and no impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed that the software was freezing. The software was uninstalled then reinstalled and the issue resolved. A system checkout was completed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site loaded their exams and powered the system down to move the system to another imaging system. When they powered the system up, it would become unresponsive. Rebooted the system without resolve. Surgeon abandoned navigation and proceeded with surgery. There was a surgical delay of less than one hour and no impact on patient outcome.